Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the broncho videoscope exhibited image abnormal, color abnormal. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, a definitive root cause could not be established. Based on the observed device condition, it is likely the following led to the malfunction: the image sensor unit or the circuit board inside the connector were damaged for some factors since occurrence of the event was confirmed. Possible factors include irregular electrical damage (overcurrent such as static electricity application or leakage current) from the connector electrical contact area. Olympus will continue to monitor field performance for this device.